Manufacturer narrative:
The customer reported two issues, one for ballooning in the silicone pump segment, and also for air in line. There are two photos of material 2420-0007, lot 25075191, each verifying one of the two issues. In both cases, the issues are related to clinical practice. A member of our clinical team has been notified about the issues. The root cause could not be traced to the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the pump did not alarm for ail (the whole line is empty) and still didn¿t alarm.